Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product: 6947m55 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient developed a hematoma. The physician decided to remove the patient's implantable cardioverter defibrillator (ICD) and leads. The system was later replaced. No further patient complications have been reported as a result of this event.